Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometrial cavity appeared to be inflamed'), uterine haemorrhage ('abnormal uterine bleeding') and abscess ('pus pockets') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abscess (seriousness criteria medically significant and intervention required), uterine cervix hyperplasia ("microglandular hyperplasia of the cervix") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, uterine haemorrhage, abscess, uterine cervix hyperplasia and pelvic pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abscess, pelvic pain, uterine cervix hyperplasia and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2019, per medical record: postoperative diagnosis: uterus anteverted 9 week size, sounds to 9 cm. The endometrial cavity appeared to be inflamed but without any discrete lesions. Date of removal per pif: (B)(6) 2019 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometrial cavity appeared to be inflamed'), uterine haemorrhage ('abnormal uterine bleeding') and abscess ('pus pockets') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abscess (seriousness criteria medically significant and intervention required), uterine cervix hyperplasia ("microglandular hyperplasia of the cervix") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, uterine haemorrhage, abscess, uterine cervix hyperplasia and pelvic pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abscess, pelvic pain, uterine cervix hyperplasia and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2019, per medical record: postoperative diagnosis: uterus anteverted 9 week size, sounds to 9 cm. The endometrial cavity appeared to be inflamed but without any discrete lesions. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.